Manufacturer narrative:
.

Event description:
Ous MDR - after an implantation time of approximately 1.5 months of the associated ICD, it was reported that the ICD could no longer be interrogated after 3 delivered shocks. During revision suspected lead insulation damage was ascertained as was traces of flashover on the ICD. This lead and the ICD were returned for analysis. No worsening of the patient's health was reported.

Manufacturer narrative:
The ICD and the lead were returned and underwent a thorough analysis. The analysis of the lead showed multiple signs of abrasion along the lead body. In particular between 53 cm and 56 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the shock deliveries mentioned in the complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead in the area of the tricuspid valve. Considerable lead movement should be regarded as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, insulation damage at the connector plug could be confirmed, as was also reported in the complaint text. About 2.5 cm distal of the df-1 connector pin, the insulation was broken open, and the kinking protection coil underneath it was exposed. The coil showed sparkover traces, which were consistent with those at the generator. It can be assumed that the lead was tightly wound around the generator in the implanted state. This permanently kinked position led to the fracture of the insulation and exposure of the kinking protection coil. The sparkover traces were a result of the three shock deliveries at exposed coil. Neither the analysis of the ICD nor that of the lead indicated any material defects or manufacturing errors.